Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a procedure for an abdominal aortic aneurysm on (B)(6) 2013 and suture was used. While grasping the needle with forceps to remove from package, the needle pulled off the suture. There was no adverse consequence to the patient.